Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that product broke during use. All broken pieces were retrieved.

Event description:
It was reported that product broke during use. All broken pieces were retrieved.

Manufacturer narrative:
A hip arthroscopy procedure was being carried out. The surgeon was using a flexible guide wire from a portal entry kit. The guide wire snapped into 2 pieces inside the hip joint. The surgeon had to remove the both pieces. The failure(s) identified in the investigation is consistent with the complaint record. The probable root causes could be: excessive force applied on device or improper insertion. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. The device manufacturer date is not known.